Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received two open samples (1 open aluminum and 2 support cardboards) with a rest of a degraded thread inside one of the cardboards. We have checked the aluminum foil received (first pack) and: no holes or defects could be found in the aluminum foil, please note that the foil was not complete. No maintenance records, related to this issue, found in the period when the product was manufactured. No issues related to raw material spools. There are no internal non-conformities related to untight pack in week 32 2018 (when the product was manufactured). Probably, thread in the open sample received has been degraded by hydrolysis along these more than 4 years. We assume that there was a hole in the aluminum foil of this unit, nevertheless, the root cause cannot be determined. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/ep and b.braun surgical requirements. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. We apologise for any inconvenience that this issue may have caused, and thank you for your collaboration. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn quick suture. The client reported that the thread was in small pieces and needle detached. Noticed when opening the single packing. No further information has been received.